Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired the device and the cartridge flew out into the abdomen and the device cut and did not staple. The surgeon stated there was no resistance when fired. Another stapler and clips were used to repair the area. The cartridge was retrieved with same pouch used to remove the appendix. The second device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.